Event description:
It was reported that (1) atw35 was used during a cystectomy procedure. It was reported by the affiliate that the device would cut but not staple. Opened another device to complete the case. There was no consequence to pt.